Event description:
A surgeon reported a patient recently complained of filmy vision following intraocular lens (iol) implant surgery that was performed ten years ago. A yag laser capsulotomy was performed but the patient's symptoms continued. In the surgeon's opinion, the "filmy vision was caused by iol clouding". Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Additional information was requested by email on 10/19/2011 and 10/24/2011. (B)(4).